Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported foot break was not confirmed. In addition, the returned device analysis found two anterior cuff tabs were detached and not returned with the device. Cuff tabs measure one one-hundredth (0.01) of an inch square and due to the extremely small size, a missing cuff tab is not visible without magnification and would not be noted by the user. The investigation was unable to determine a conclusive cause for the reported difficulties and patient effect; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in a very calcified artery was attempted using a proglide device via the pre-close technique prior to a transcatheter aotic valve implantation (tavi). Reportedly, upon initial insertion of the first proglide device the foot fractured. Reportedly, the physician believes that due to the very calcified artery the needle broke the foot plate. The proglide device was removed from the patient anatomy and two new proglide devices were used without issue. The tavi procedure was successfully completed using a 14fr sheath. There were concerns about vascular perfusion. Angiography confirmed occlusion of the femoral artery. Surgical cut down and removal of the fractured segment (foot) of the first proglide was performed. The physician is reportedly trained in the use of the proglide device. No additional information was provided.